Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility stated the device is unable to be returned. As the device was not returned for evaluation, physical inspection of the device was unable to be performed. However, the complainant provided photographic evidence of the reported event that was evaluated. Therefore, the reported event is confirmed. A review of the DHR could not be performed as the lot number was not reported. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to: excessive force applied, contact with hard object or other improper handling, activated electrosurgical instrument melts part of device, insufficient structural integrity. The instructions for use (IFU) state: damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use. Do not use excessive force. Careful handling of instruments is necessary to avoid damage or breakage. Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. A comprehensive understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that when performing a thoracoscopic lung decort/vats and removing the size 12 trocar, the trocar sleeve broke into pieces. As reported, some pieces went inside of the patient. All pieces were retrieved except for pieces that were too small to see. There were no samples available for investigation. An x-ray was not used to locate the pieces and a larger incision was not made to retrieve the broken pieces. There was no other patient injury reported and there was no medical intervention or extended procedure time reported. These are commonly used devices that are readily available.